Event description:
Patient was revised to address pain. Update 10/30/2013 - litigation papers received. Litigation alleges soreness, elevated metal ion levels, instability, grinding of the hip device and locking up of the hip device. There is no additional information that would affect the investigation. Update rec'd 2/13/2014 -pfs and primary and revision medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 03/14/14 update 11/26/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions (no lab results provided). The stem is being added to the complaint. The lot number for the stem isn't legible. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges bone fracture.